Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer passed away on (B)(6) 2021 after experiencing a "severe hypoglycemic event" (blood glucose value was not provided), and subsequent loss of consciousness. The report also states that the customer was found unconscious, transported to the hospital and then placed on a ventilator. Additionally, the customer was diagnosed with diabetic ketoacidosis, hyponatremia, an elevated glucose level (value not provided), hyperkalemia, hyperammonemia, transaminitis, lactic acidosis, leukocytosis, elevated beta-hydroxybutyrate (bhb), severe metabolic acidosis, and a hypoxic brain injury. It was also alleged that the pump delivered too much insulin prior to the event; however, this could not be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional relevant information becomes available.